Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump turned blank when pressing the act button. Customer¿s blood glucose was unknown at the time of incident. Customer also reported damage to the insulin pump screen. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to lcd board. Unable to confirm keypad anomaly and unable to perform any tests due to blank display. Insulin pump received with cracked case near display window corners and cracked on display window noted.